Event description:
It was reported that an expired catheter may have been used during an implant. Its actual use in a case could not be confirmed or denied. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.